Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced persistent hyperglycemia after a supply and infusion set change with the ilet system, with a capillary glucose value of 381 mg/dl and earlier readings reported as high; troubleshooting included confirming drops from the infusion set, guidance to pause and disconnect the pump when using a manual rapid-acting insulin dose, and completing subsequent guided supply changes with caregiver assistance, while data sync was unavailable and the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communications with the user and caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.